Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion (pbd). This was confirmed with engineering analysis of device save to disk data. Technical services (ts) recommended device replacement. No adverse patient effects were reported. Currently, this s-ICD remains in service.